Event description:
The frame is bent at the seat post causing the seat to lean to one side.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Manufacturer narrative:
Could not duplicate issue and no defects found.

Event description:
The frame is bent at the seat post causing the seat to lean to one side.